Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
Customer reports that sharps are getting stuck on flap, when they are very busy they don't notice that sharps have not dropped and in one case, the container that was on the ledge tipped over and needles spilled out onto the floor creating safety risk. No patient involvement.

Manufacturer narrative:
An investigation of the reported condition was performed. No picture or physical sample available for sample evaluation. The device history record (DHR) review was not performed as lot number was not provided. As per the complaint description container was free standing. For container stabilization, our company hardware should be used. As per the complaint description no hardware used with the device. It is recommended that the product shall be used with hardware for stability during use. Also as per the complaint description it seems like the product being used is not suitable for the end use application. It may be different style of lid-horizontal drop opening lid shall be used in this type of setting. As per additional information from sales representative, different style lid opening product was suggested as alternate for customer¿s specific application and also discussed about holder for sharp containers for stability. The root cause is determined to be customer misuse. Based on the existing controls, the internal reject and the complaint history review, no formal investigation is required at this time. This will be used for tracking and trending purposes. This issue has been determined to be an isolated event. The product should be used with hardware for sharp container¿s stability. Also as per sales rep note different style lid opening unit should be used for customer¿s specific end use application. If information is provided in the future, a supplemental report will be issued.